Event description:
Complainant alleged that the clinicians were cardioverting a pt (age and gender unknown), who was presenting an atrial fibrillation heart rhythm. The device was not set to synch mode during the event. One 200 joule shock was administered to the pt, and the pt then presented a ventricular fibrillation heart rhythm. Pt CPR was then required, as well as epinephrine and defibrillation. The complainant indicated that there was no adverse effect on the pt as a result of the event. The "pt was resuscitated, stabilized and discharged home the next day in stable condition." The complainant indicated that the device would not be returned to zoll for eval, as the facility has attributed the event to user error.